Event description:
The complainant reported that an impella 5.5 pump was placed. During support, placement signal issues occurred. Despite this, support continued, and no known patient harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump and data logs not returned. The cause of the optical signal issue was not determined due to no product or data logs available for investigation.